Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable lead and associated device displayed high out of range shock impedance measurements. The lead was surgically abandoned and replaced. The device was explanted. There were no adverse patient effects reported.